Event description:
Patient reported for the past 2 days he has been experiencing low blood glucose readings in the 40's mg/dl that have caused him to seek help from his wife. Patient stated he checked the pump today and noticed the time was wrong. Patient reported his wife tried to get him up at 7 am but he kept falling back to sleep and couldn't get out of bed so she gave him his meter and the result on the meter was in the low 40's mg/dl. Patient stated she brought him a coke to drink because he couldn't get up out of bed to get it himself. Patient reported he changed the battery about 2-3 days ago so it may have occurred then but he did not realize it until just now. No product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.